Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the image guide protector (ig protector), c-cover, nozzle, objective lens, adhesive on bending section cover (a-rubber) and protector of universal cord on scope connector (s-connector side). There was no patient involvement.